Manufacturer narrative:
Investigation results: visual examination of the complaint device found that the device was cut in the middle of the shaft. It was also noted that the balloon bunched up in the distal tip. Functional evaluation was unable to be performed due to the damage in the balloon and the device. This failure likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6)2016. According to the complainant, after dilation, the balloon could not be deflated enough to be withdrawn through the endoscope. The inflation medium was able to be eventually removed from the balloon, and it was noted that the balloon material bunched up. The balloon and the endoscope were removed together from the patient. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, after dilation, the balloon could not be deflated enough to be withdrawn through the endoscope. The inflation medium was able to be eventually removed from the balloon, and it was noted that the balloon material bunched up. The balloon and the endoscope were removed together from the patient. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.